Manufacturer narrative:
B4:(B)(6)2021 the device was not in clinical use at the time of the event. There was no report of patient or user harm. An authorized service personnel (asp) was dispatched to the customer site, and it was determined that the touchscreen needed to be replaced to return the device to working condition. The asp replaced the touchscreen to resolve the issue and bring the device back to functionality.

Manufacturer narrative:
The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Event description:
It was reported to philips that the device had a screen failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.